Event description:
We are contacting you because potential safety concerns have been logged regarding a product sold by you. We are writing as part of an internal investigation to address our mutual customer's concerns. The potential safety concern is regarding b00mecbygg - probasics aluminum rollator walker with seat - transport chair rolling walker with 6-inch wheels, foldable - padded seat and backrest, height adjustable handles, 250 pound weight capacity, blue and the customer's comments are as follows: "my mother has had an accident in this rollator, causing her to be hospitalized." We ask that you please respond with the appropriate documentation within 15 days by taking the following steps: most important: submit all relevant safety testing data and certification for the product in english. Include testing specifically related to the incident in question. Please refer to the attached word document of "product compliance guidelines" if you have any questions. Please note: an msds does not suffice for safety testing. The appropriate standard for this product appears to be iso 11199-1:1999, but others may apply. If you have questions about the appropriate standards for the product, please consult with the laboratory directly provide images of the product (front, back, accessories, and packaging); safety/compliance marks and logos (e.g. Fcc, ul, and etl); and safety labels and warnings on the product or packaging. Please also attach the, model number, serial number, upc code and a copy of the instruction manual. Thank you for your cooperation on this important matter. Please note: your product will be removed from the website if we do not hear back from you with the requested documents within the next 15 days.